Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with cystocele, stress urinary incontinence (sui) and implanted with a solyx sling on (B)(6) 2016. As reported by the patient's attorney, on (B)(6) 2016, the patient underwent a revision surgery related to the solyx device due pelvic pain after placement of the mesh. Boston scientific has been unable to obtain additional information regarding the event to date.